Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
The service case was opened in error on the wrong device. At this time, no conclusion can be drawn as conclusive repair info is unavailable and no add'l service info was provided.